Event description:
On 6/6: customer reports a female patient undergoing ureteroscopy procedure under anesthesia. Footswitch was pressed to elevate table. When footswitch was released, table continued to elevate until it reached its upper limit. At this point, no table movements could be made. When table power was cycled, table displayed the message, "footswitch closed at power up. Cycle power". Customer unplugged footswitch per lf tech support advise, then cycled power. Table then came up ok and table was lowered back down using the handswitch. There was no patient injury and the case was continued without the footswitch being connected. Procedure completed without further adverse events.

Manufacturer narrative:
Manufacturing investigation pending, when investigation completed, a supplemental medwatch 3500a report will be sent out.